Manufacturer narrative:
Date of even is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site after weight fluctuation. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was relocated to address the issue, and therapy was restored.